Event description:
Boston scientific received information that this right atrial (ra) and right ventricular (rv) lead had exhibited insulation damage, and when removed from the device header a separation was noted near the terminal pin of the lead on both the ra and rv leads.

Event description:
New information was received regarding this atrial lead. The patient is experiencing intermittent pocket stimulation as well as high capture voltage.

Event description:
New information became available that this lead exhibited oversensing as well as low pacing impedances of less than 200 ohms. As a result the lead was surgically abandoned.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
Boston scientific technical services suggested replacing the leads, however at the explant procedure both leads were reused.

Manufacturer narrative:
A lead revision is planned.